Event description:
Caller reported a malfunction on the pump.the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose with a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information to reset the malfunction code, which was successful, and the issue did not recur. The customer was instructed to continue using the pump and to contact support if the issue returned.